Event description:
Caller reported that the pump battery would not charge, and they were unable to confirm if the customer's blood glucose level exceeded 500 mg/dl due to the pump shutting down. Customer attempted various solutions, including using a different wall adapter and charging cable, but none resolved the issue. There was no specific report on blood glucose level impact. Tandem technical support instructed the caller to use multiple daily injections (mdi) as backup therapy to ensure insulin delivery was not interrupted and confirmed shipping a replacement pump to the customer.